Manufacturer narrative:
The device was explanted due to infection and extrusion of receiver/stimulator and no device malfunction was reported. A review of the complaint revealed that the reason for return was unrelated to device performance.

Manufacturer narrative:
This report is submitted on june 11 , 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to skin reaction / infection with extrusion of receiver / stimulator.

Manufacturer narrative:
It was reported that the patient was treated with oral and topical antibiotics. This report is filed on july 08, 2019.